Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep could not duplicate the problem. The image processor was replaced.

Event description:
It was reported that the 9800 system displayed artifacts/vertical lines on the left monitor. The horizontal bars in the image are intermittent. No pts were involved.